Event description:
Known fix for a blocked stent that was previously placed (in stent restenosis). Brought the patient in and performed our normal duties per usual. Patient prepped, info verified, came up with a plan of attack (go through the right wrist, right groin as a backup if needed). After timeout, we got access in the right wrist (radial artery) and went in with our catheter (ebu 3.5). We then took x-rays to see the location and severity of said blockage. 2 lesions (blockages) were found in the left heart arterial system. One lesion in the mid lad [left anterior descending], and another in the 1st diagonal. After discussing the findings from imaging, we proceeded with attempting to fix the blockages. Starting by passing a sion blue wire into the 1st diagonal and putting a run through down the lad. After getting wire access to both lesions, a multiple of balloons were sent to the 1st diag lesion to get it open. Starting with a 2.0mm x 20mm nc emerge balloon followed by a 2.25mm x 12mm nc emerge and a 2.5mmx 20mm balloon nc emerge. After the vessel yielded to ballooning, we moved onto the next vessel blockage in the lad. We first ballooned the lad with 2.5mmx 20mm nc emerge. Then a 2.5mm x 10mm wolverine cutting balloon. After ballooning, we did a vessel ultrasound (ivus). The ivus showed under expansion in the 1st diagonal, specifically in the region of the previously placed stent. We delivered another balloon (2.5mm x 15mm nc emerge) to the 1st diagonal stent area and inflated. This time after going down with the balloon and removing from the patient, the end of the balloon was no longer attached to the end of the delivery system. The balloon was used no differently than any of the other balloon that was used during the case from what I could tell. No excessive yanking or force used. Now that the end of the balloon is stuck in the patient and located under imaging, we attempted to retrieve with a snare device. After being unsuccessful through the wrist. We changed access sites to the right groin to see if it would help retrieve the broken balloon. After access and getting an ebu catheter up the groin, we attempted to retrieve the broken balloon again and again with multiple types of snares. The patient started getting irritable and uncomfortable from being on the table for an extended period of time. Moving body parts in a dangerous manner while catheters and instruments were still in the heart. A respiratory alert was called for the patient to get intubated minimizing dangerous movement to continue removing the broken balloon. After an hour or so of trying to retrieve the balloon, fluoro images showed the patients flow of the lad and 1st diagonal diminishing. A code was called, and chest compressions started. Once the patient was stable again, we then put an impella in for support. The patient kept coding over the next multiple hours all while the doctors were still attempting to remove the broken balloon. Per site and md note: it seems that the failure of balloon resulted in a medical emergency. Product will not be released to the vendor. Hospital to retain the product in risk management.